Event description:
A male patient with a history of dyslipidemia, former smoker, cad, mi, and hypertension had a precise sent implanted in the right ostial internal carotid artery (ica) extending to the right proximal ica in 2008. The lesion was reported as eccentric and ulcerated. After placement of the angioguard filter, the stent was deployed in the intended location and post-dilated with a non-cordis balloon. Adjudication of this file by the cec in 2009 indicates that ischemic stroke, as well as hypo-perfusion, occurred during the procedure; hypotension was also noted post-procedure.

Manufacturer narrative:
Adjudication notes of this event indicates that the patient developed left sided weakness (previously diagnosed at a tia and now adjudicated as an ischemic stroke) and hypo-perfusion during the procedure. Medications were administered without effect. This is in contrast to the information given by the study coordinator in early february 2009, who indicated that the diagnosis had been changed from ischemic stroke to tia, and also stated that no treatment had been performed. Multiple aspirations of the filter basket were performed with some improvement of blood flow noted. The filter basket was removed with complete resumption of normal blood flow and returned to neurologic baseline with no residuals. The patient fully recovered without treatment in less than 24 hours. Per the adjudication report hypotension occurred post-procedure. Medication was administered with return of normal blood pressure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloon, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions area anticipated relatively short-term adverse events associated with the compression of the baro-receptor during balloon inflation, stent implatation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physician manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of two products used during the same procedure setting. Please refer to MFR. Report# 1016427-2009-00151.